Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The blood glucose level was unknown. The customer reported that the insulin pump had a motion sensor test failure alarm and motor position encoder error alarm. The troubleshooting was not performed. The insulin pump not being returned for analysis.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm motion sensor test failure alarm and unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime test. Unable to confirm motor position encoder error alarm due to overwritten history file.